Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Report source: checked "foreign" and "other" to add the country canada. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the instrument channel on the evis exera ii ultrasound gastrovideoscope was leaking. The issue was detected at reprocessing. No patient injury was reported during the diagnostic procedure. During the evaluation of the device, it was noted the glue was missing on the mechanism lid on the distal end. This report is to capture the reportable malfunction of the glue was missing on the mechanism lid on the distal end noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The biopsy channel and balloon channel had a huge leak. There was minor damage on the probe, but the glue underneath was not exposed. The plastic distal end cover insulation had a crack and failed the test. The bending section cover was cracked. The bending section distal sheath was flooded. The control body was flooded. The scope connector mouthpiece was loose, rotating, and flooded. The ultrasound connector and electrical connector had moisture penetration. The control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.